Event description:
Customer's mother called stating she thinks her son's insulin pump is under delivering insulin because his blood glucose has been higher than usual. Customer's blood glucose is 303 mg/dl. He has not treated yet. He is showing no symptoms of high blood glucose. Customer's mother thinks that device is not using as much insulin as the old device. Customer switched to the 530g insulin pump on (B)(6) 2014. He uses a linked meter. It is paired correctly. Customer stated he forgot to fill the cannula dead space after removing the introducer needle. He did not program a prime after reconnecting. Customer is priming properly. Device history and settings were accurate. The device was not exposed to a strong magnetic field. It passed the displacement test. Customer was advised that accurate programming is essential to proper insulin delivery. He was advised to monitor the device and his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.